Event description:
It was reported that an access administration set leaked from an unspecified location. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water leak testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.